Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) right ventricular (rv) lead, causing a lead safety switch from bipolar to unipolar configuration. Oversensing and pacing inhibition were also noted, and insulation fracture is suspected. This rv lead is expected to be replaced, however remains in-service at this time. No adverse patient effects were reported.